Event description:
It was reported that during implant, the lead was unable to obtain sensing/pacing impedances when connected bipolar. When the lead was tested distal coil to ring, it resolved the problem. A distal electrode malfunction was suspected. The lead was not implanted and another lead was attempted. The second lead was almost impossible to move back and forth through the introducer even when the safe sheath was partially split. The lead was not implanted and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, and the lead was damaged at implant.